Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: eqms search: a query was run in the eqms on 23-mar-2026 against lot number: 6012103 and similar malfunction code(s): insertion site egress - trace moisture / superficial wetness, the review confirmed that lot: 6012103 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: the review confirmed that lot: 6012103 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Insertion site egress - trace moisture / superficial wetness, the count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot: 6012103 was manufactured according to the work instruction (wi) version and manufactured in the machine m08 on 14/mar/2025 with a total of (B)(4) units. The sub-assembly: assembly: the lot: 5c00144 was manufactured according to the work instruction (wi) version and manufactured in the quickset line, on 10/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing: gluing of tubing of the lot: 5c00159 was manufactured according to the work instruction (wi) version and manufactured in the mp04, mp08, on 09-mar-2025, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) 001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient reported infusion set leakage at the site on (B)(6) 2025.